Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle no drug solution comes out. The following was received by the initial reporter: this report is about clog. Priming was performed, but the drug solution did not come out. This event occurred with one product in one package.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle no drug solution comes out. The following was received by the initial reporter: this report is about clog. Priming was performed, but the drug solution did not come out. This event occurred with one product in one package.